Event description:
The customer alleged they received questionable 25-hydroxyvitamin d (vitd) results on their e411 analyzer. The customer provided data for five patients, one of which had a discrepant result that was reported outside the laboratory. The patient's initial vitd result was >70.0 ng/ml. On (B)(6) 2013, the patient's sample was sent to another laboratory for repeat testing. The repeat results were 25.6 ng/ml and 24.80 ng/ml. The repeat results were considered correct. The physician stopped the patient's vitamin d supplement, but the patient was not harmed by this event. There were no adverse events. The vitd reagent lot number was 173852. The expiration date was requested but not provided. It was noted that the customer does not perform quality control every day, only once or twice a week. It was noted the customer only centrifuged the samples for six minutes.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The quality control results between (B)(4) 2013 showed no issues. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.